Event description:
It was reported to boston scientific corporation in 2008, that an endovive safety peg kits pull method device was used during a peg placement procedure on an unknown date. According to the complainant, "the tube had a crack in it." The procedure was completed with another endovive safety peg kits pull method device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported "crack" is undetermined. The 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A search of the complaint database revealed that no additional complaints have been reported for this lot.